Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument would not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the instrument did not work at all, and there was no error message at the time of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and tested on an in-house system. It successfully passed the recognition, engagement, and initialization tests on 3 out of 3 attempts. The instrument demonstrated intuitive movement with full range of motion in all directions, and the grips opened and closed properly. Additionally, the instrument passed the cut and seal tests on 3 out of 3 attempts. No logs were available, as the instrument was tested on the dv5 system. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. However, failure analysis found issues with instrument retaining ring and bearing. Additional findings found during failure analysis: the instrument was found to have a dislodged retaining c-ring at the wrist bearing, which was located inside the housing. Upon further evaluation, the instrument was also found to have a dislodged bearing within the housing. After removal of the housing, the wrist bearing was observed to be improperly seated at the back end, and the snake wrist bearing appeared to be dislodged.